Event description:
A surgeon reported that following intraocular lens (iol) implant surgery with a multifocal iol, the pt was dissatisfied with their quality of vision. A monofocal iol was implanted in the fellow eye with no complications, two years later; however the pt could not tolerate the difference in visual quality between the two eyes. The multifocal lens was exchanged for a monofocal lens one year later. Additional info was received from the surgeon who indicated the event resolved with the iol exchange. In the surgeon's opinion, the iol did not cause contribute to the event. The surgeon also reported that the pt had previous lasik surgery four years prior to iol implant surgery.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. (B)(4).